Event description:
It was reported that during implant the lead had high impedance. This lead was not implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward. Evaluation description: the reported field event of impedance anomaly could not be verified in the laboratory. The lead functionality met all test specifications and no anomalies were found. The cause of the anomaly is undetermined.